Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not detected on the bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 was not detected on the bus. A field service engineer (fse) logged into the medstation application, found the drawer was missing in the storage space configuration, opened the back panel, noticed some lights were off on the power module controller board (pmc), and unplugged the pyxis bus cable from drawer 6 while the device was still on. After shutting down the device, the fse released the drawer from the device, replaced the pmc board, reassembled the drawer, plugged in the pyxis bus cable, and rebooted the device to resolve. The pmc board was automatically updated and configured, and the drawer was detected without any failure icon. The system functioned as intended after the field service engineer repaired the device.